Event description:
It was reported that an ilet user experienced very high glucose and dosing stopped after the system alerted to insulin out of drug and dosing stopped, and a factory reset was deferred until glucose returned to target under clinician direction; no device component was implicated. Symptoms included hyperglycemia with associated polydipsia and dry mouth. Outcomes included a missed dose and a delay to therapy. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure, specifically failure to follow instructions that led to running out of insulin; no applicable device component term was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.